Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The activate button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked case at display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.